Manufacturer narrative:
B5. Describe event or problem; h3. Device evaluated by MFR?; h6. Adverse event problem codes - type of investigation; corrected data; initial MDR provided incorrect information in error.

Event description:
The initial MDR stated that 'device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known.' This statement is incorrect as the event is a generator malfunction report and code 81 should not have been used for this report in section h3. The device remains implanted in the patient. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient device was interrogated and error code 6 was seen showing generator disabled. It was later reported that the issue was resolved after therapy was enabled. Device history records were reviewed and the device was seen to pass all functional and quality testing prior to distribution. This event is consistent with a historical data analysis of unexpected resets of the sentiva generator. The device is considered unlikely to encounter additional resets once therapy is restored. Device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. No other relevant information has been received to date.